Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared multiple errors 1007 (machine and proximal pressure sensors failed), 1113 (barometer calibration data error), 111b, (35 v supply failed) 1127 (ovp circuit failed) and 1118 (5 v supply failed). The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 09jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to check the data acquisition to motor controller board to ensure it was properly seated. The technician recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.